Event description:
The ge oec 2600 uroview fluoroscopy system would intermittently not boot correctly.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the 386 motherboard and floppy drive to restore functionality. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.